Manufacturer narrative:
(B)(4). Implanted date: 2008. Concomitant medical products: unknown. Femoral component catalog # unknown, lot # unknown; biomet tibial locking bar, catalog # 141205, lot # 304220. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-00612. Not returned by hospital.

Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.